Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. In addition, diagnostic imaging shows three channels extra-cochlear likely due to a post-operative migration of the active electrode. However, to determine an exact root cause device investigation would be necessary. Currently the device remains implanted.

Event description:
The recipient had a trauma to the head. No further proceedings planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An injury to the head was reported, the exact date is unknown.